Event description:
The pump was explanted and replaced due to battery depletion. A rotor study was not performed. The pump was used to deliver lioresal. No symptoms were reported. The hcp reported the pt outcome as 'no injury, recovered without sequela'.

Manufacturer narrative:
Results - other: final device analysis revealed motor gear shaft wear. The serial number is included in the range for synchromed el pump motor stall due to gear shaft wear mfg beginning sept 1999, physician communication (dated aug. 2007).